Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk biv ICD, implanted: (B)(6) 2010. A 694758 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had always felt extra cardiac stimulation but then more recently noticed it was not always present. The left ventricular (lv) lead was still capturing, but extra cardiac stimulation was intermittent. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.